Event description:
Per information provided: (B)(6) 2013- patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the removal of synthetic mesh and implant of ventralight st mesh (device #1). Per operative notes, ¿in the right upper quadrant there was a previously placed synthetic mesh which was adhered to the abdominal wall as well as to the omentum and to the small bowel. The synthetic mesh was dissected off the anterior wall and portion of this mesh was left behind. Then a ventralight st mesh (device #1) was placed using sutures around the right lower periphery which were then pulled transfascially.¿ (B)(6) 2014 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with removal of ventralight st mesh (device #1) and implant of ventralight st mesh (device #2). Per operative notes, ¿there was a moderate amount of adhesion. The area of hernia had been essentially floated off its attachments to the underlying fascia by what appeared to be some fat necrosis and perhaps an old burned-out abscess. The detached portion of the ventralight st mesh (device #1) was excised sharply. Then a ventralight st mesh (device #2) was placed back into the abdomen and secured to the abdominal wall, overlying the old patch using the tacker and sutures transfascially." (B)(6) 2014 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of biologic mesh. Per operative notes, ¿there were moderate adhesions surrounding the new hernia and significant adhesions involving the previous repairs in the right lower quadrant. Then a biologic mesh was placed in the abdominal cavity. The sutures were placed to the right of the midline included mesh (device #2) from previous repairs.¿ (B)(6) 2015 - patient was diagnosed with right upper quadrant abdominal wall pain thereby underwent open repair. Per operative notes, ¿the biologic mesh was loosely attached. It was retacked.¿ (note: there was no visualization/mention of ventralight st mesh (device #1) and ventralight st (device #2)) (B)(6) 2017 - patient was diagnosed with multiple recurrent right lower abdominal hernia thereby underwent robotic converted into open repair with the implant of biologic mesh. Per operative notes, ¿there were significant adhesions. This was due to the multiple meshes from the previous repair. Then a biologic mesh was placed this into the pelvis and secured it with multiple firings of the tacks and sutures.¿

Manufacturer narrative:
Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2013) is considered to be a best estimate. This emdr represents the ventralight st mesh (device #2). Additional supplemental emdr was submitted to represent the ventralight st mesh (device #1). Addendum: this is an addendum to the initial emdr submitted (MDR_number: 1213643-2025-090189). It was identified that the emdr is a duplicate of a previously reported event (MDR_number: 1213643-2019-02480). As such, this supplemental emdr is submitted to report the information. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2013 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with the removal of synthetic mesh and implant of ventralight st mesh (device #1). Per operative notes, ¿in the right upper quadrant there was a previously placed synthetic mesh which was adhered to the abdominal wall as well as to the omentum and to the small bowel. The synthetic mesh was dissected off the anterior wall and portion of this mesh was left behind. Then a ventralight st mesh (device #1) was placed using sutures around the right lower periphery which were then pulled transfascially.¿ on (B)(6) 2014 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent laparoscopic repair with removal of ventralight st mesh (device #1) and implant of ventralight st mesh (device #2). Per operative notes, ¿there was a moderate amount of adhesion. The area of hernia had been essentially floated off its attachments to the underlying fascia by what appeared to be some fat necrosis and perhaps an old burned-out abscess. The detached portion of the ventralight st mesh (device #1) was excised sharply. Then a ventralight st mesh (device #2) was placed back into the abdomen and secured to the abdominal wall, overlying the old patch using the tacker and sutures transfascially." On (B)(6) 2014 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of biologic mesh. Per operative notes, ¿there were moderate adhesions surrounding the new hernia and significant adhesions involving the previous repairs in the right lower quadrant. Then a biologic mesh was placed in the abdominal cavity. The sutures were placed to the right of the midline included mesh (device #2) from previous repairs.¿ on (B)(6) 2015 - patient was diagnosed with right upper quadrant abdominal wall pain thereby underwent open repair. Per operative notes, ¿the biologic mesh was loosely attached. It was retacked.¿ (note: there was no visualization/mention of ventralight st mesh (device #1) and ventralight st (device #2). On (B)(6) 2017 - patient was diagnosed with multiple recurrent right lower abdominal hernia thereby underwent robotic converted into open repair with the implant of biologic mesh. Per operative notes, ¿there were significant adhesions. This was due to the multiple meshes from the previous repair. Then a biologic mesh was placed this into the pelvis and secured it with multiple firings of the tacks and sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2013) is considered to be a best estimate. This emdr represents the ventralight st mesh (device #2). Additional supplemental emdr was submitted to represent the ventralight st mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.